Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed a hematoma at the mid-line incision. The hematoma was drained and there were no reports of further complications. The patient reports receiving good pain relief.